Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization. The sensors were alarming lost sensor, possibly due to the hospital equipment. Customer changed the sensor and received cal error, change sensor and lost sensor. The last blood glucose reading was 172 mg/dl. Customer received a low glucose alert. Nothing further reported.